Manufacturer narrative:
The actual device was not returned for evaluation. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The home therapy nurse reported that during the first treatment with the nexstage cycler, the pt became symptomatic 2 to 3 minutes after the start of the treatment. The pt experienced sneezing, became nauseated and had an itchy swollen mouth. The treatment was stopped and rinseback was not performed. The pt received benadryl and was transported to the hospital. The pt was not symptomatic by the time she arrived at the hospital. The pt was discharged and fully recovered.